Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was crack. The type of damage was cosmetic. Customer stated that the location of damage was the battery cap. Customer stated that they can read the display. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.